Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that after passing four sutures during a rotator cuff repair the plate on the their expressew iii auto capture+ plate/loader fell off the device and into the patients shoulder. The plate was retrieved with a grasper. There were no patient consequences or delays. The case was completed with another like device. The device is being returned.

Manufacturer narrative:
The complaint device was received and was evaluated with npd engineer. The e3ac+ gun was not returned, the plate loader was loaded with a retention plate and was tested successfully with a e3ac+ suture passer for its functionality. A sample e3ac+ suture passer was loaded with two retention plates and then a suture was loaded as well. The device was able to pass suture for almost 6 times before the second retention plate came off. In this case, the second plate came off the fifth time since they were able to pass 4 sutures. Based on the complaint additional information received and the instructions for use for this device, before the plate is assembled into the suture passer, the suture passer must be inspected for it's proper mechanical functioning. In this case, if the suture passer was inspected, the second plate wouldn't have been loaded onto the gun. Second plate loaded will have reduced amount of plate engagement and each time a suture is passed, the plate bents excessively causing the plate to fall off. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed five dissimilar complaints for this lot of devices that were released to distribution. The user technique and failure to follow the instructions could have contributed in the reported failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that after passing four sutures during a rotator cuff repair the plate on the their expressew iii auto capture+ plate/loader fell off the device and into the patients shoulder. The plate was retrieved with a grasper. There were no patient consequences or delays. The case was completed with another like device. The device is being returned. Additional information on 8/23/2017: it turns out that a plate was already loaded onto the e3ac+ gun and instructed whoever was using the device to load a new plate. So there were two plates on the jaw and the second one held for a little while but eventually fell off. This is definitely misuse/user error. A second plate should never be loaded on top of a first.